Event description:
The patient came in due to signs of infection and reporting instability. The causes of the infection and instability are unknown. About 1 year and 4 months after the primary surgery, the surgeon performed a washout and revised to a thicker poly, 11mm to 17mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 4 july 2025 lot 2338904: (B)(4) items manufactured and released on 17/10/2023. Expiration date: 27/09/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. Infection is also a known possible complication of any surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.